Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260, (serial: (B)(6) ); product type: 0215-screening device; implant date (B)(6) 2024; brand name surescan; product ID 977d260, (serial: (B)(6) ); product type: 0215-screening device; implant date: (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). The leads were implanted for a trial on (B)(6) 2024. The patient was successfully implanted and programmed after her trial. An impedance check was performed and no impedances were found and all connections were good. On (B)(6) 2024, the patient attempted to increase her stimulation; however, she was unable because the controller stated that her desired settings were not available. Over the phone the patient was instructed to switch to group b, and we repaired her controller to the wens. Non of these attempts solved the issue. Patient was unable to meet to interrogate the wens before the end of her trial.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was not determined. The impedance issue/settings not available were troubleshooted by switched from group a to group b; however, it did not resolve the issue. This was a trial, and the leads were pulled at the end of the trial. The issue was not resolved, and the leads were removed at the end of the trial.